Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency department due to an audible alert. Interrogation revealed that a lead alert was triggered for high pacing impedance on the right ventricular (rv) lead. High rv and superior vena cava (svc) coil impedance were also noted. High pacing impedance and high thresholds were also reported on the left ventricular (lv) lead. The rv lead was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a right ventricular (rv) lead was fractured and that interrogation revealed rv lead noise. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.